Manufacturer narrative:
The event was caused by a breach in aseptic technique further described as noncompliance with the sterilization technique. On the same day as the event onset, the patient was hospitalized. Sixteen days later, the patient was discharged from the hospital. Dianeal therapy remained ongoing. It was not reported if the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in 1969. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (dose, frequencies and routes were not reported). Fifteen days after the receipt of this report, the patient discontinued use of the antibiotics and the patient was recovered from the event. No further detail was provided regarding whether the patient was hospitalized for the peritonitis or if dianeal therapies were ongoing. No additional information is available.